Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure, broken bur was found in the collet. There was no patient involvement.

Manufacturer narrative:
H3: only 2 pieces of inner assembly were returned. The service report confirmed the complaint and noted that there was a base of bur stuck in the collet with blade tip broken off. The inner shaft was broken 4.34 inches from the proximal end of the shaft to the broken point. The broken shaft was bent with indentions/tool marks on it. There were traces of a black residue observed on the bushing. The distal end (outside diameter) of the inner hub was deformed when returned. The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.357 inches in the deformed area. The device failed functional testing due to defective condition upon return and the inability to load the device into a handpiece. H6: fdm b17, fdr c20, and img g04041 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.